Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
On (B)(6) 2026, the patient's infusion set was accidentally dislodged during use when the tubing became caught on an object or the pump fell. This resulted in hyperglycemia, with blood glucose levels reaching 600 mg/dl. The patient was treated using multiple daily injections (mdi) to manage the elevated blood glucose caused by the infusion set malfunction.